Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient with this right ventricular (rv) lead presented to the emergency room (ER) for anxiety and slurred speech. It was noted that this was due to the patient feeling as though they were going to be shocked as the patient had previously undergone a rv lead revision procedure due to being shocked inappropriately fifteen times. During the revision procedure, the rv lead was found to be dislodged into the right atrial (ra) and oversensing the ra. It was noted that the patient had a stroke at some point however it is unknown as to when. Technical services (ts) offered to walk the physician through an interrogation however there was no programmer or consult unit available to do so. No other information is available at this time. The rv lead remains in service. No additional adverse patient effects were reported.